Event description:
During routine water sampling, a preliminary positive afb culture was found.

Manufacturer narrative:
There are no reported injuries. This incident is currently under investigation, as more information becomes available we will provide a follow up report.